Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that patient was implanted with an allofit-s alloclassic shell 48/gg on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.

Manufacturer narrative:
Additional information was received on august 11, 2016. The evaluation of the provided information has been made available the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was(were) unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history was unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Zimmer (B)(4) consider this case as closed. (B)(4).

Event description:
After investigation review it was discovered that the patient was implanted the allofit-s alloclassic shell 48/gg on the left side on (B)(6) 2009. It was stated that a revision surgery was planned on (B)(6) 2013, no more information was provided and it is unknown if the patient was already revised.